Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the rep met with the patient on (B)(6) 2018 because the patient was seeing her hcp for a different reason. The rep tried to communicate with the ins but could not and saw a no device found screen. The rep sent the patient home to recharge the device for the next appointment as the ins was assumed to be discharged. The rep met with the patient again and could not communicate with the ins using any external device. After further discussion, the patient had a fall on (B)(6) 2018 and that is when they noticed she couldn't communicate with the ins. The controller was reset multiple times. The rep palpated the ins and tried using another external device with no success. The patient became aware they couldn't charge on (B)(6) 2019. The issue was resolved after one passive recharge mode and the stimulator then charged normally. No symptoms or further complications were reported.